Event description:
It was reported to philips that the system failed to boot up completely due to a button being active during start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the system was switched on in the morning. A restart rectified the issue. It was reported to philips that the system failed to complete its startup process. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and an found error message at startup: "button active ¿ relieve button to complete startup". The customer already checked the ui and tsm for contamination or sticky buttons and rse requested onsite support. On further troubleshooting the philips field service engineer (fse) checked the system logfiles onsite and found that the panhandle button had been pressed during startup by the user accidentally. The fse performed an input control test and checked lateral collision sensors and could not replicate the issue anymore. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.